Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the len is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. Medication was prescribed. In a separate surgery, the lens was explanted. The cause of the event was reported as user error/ other. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge tube with liquid and residue/ debris on product. Product device returned in pieces. Visual inspection found lens was returned in pieces. Unable to perform dimensional inspection due to significant damage of lens. Claim# (B)(4).